Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer cleared the alarm to address the issue and continued using pump for insulin therapy; however a replacement pump was sent to the customer. Customer¿s blood glucose level was 388 mg/dl.